Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that in the middle of the laparoscopic ar, the tissue pad suddenly detached from the jaw. This operator have been using harhd36 many times, so he aware of odp and good at using it. However, after 10~15 times of activations, the pad detached, so he changed another device and could finish remained procedure.